Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 5 bd¿ sharps collectors were missing their lids. The following information was provided by the initial reporter: "customer states they did not receive the lids that are supposed to come with this item."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of missing lids could not be verified due to the product not being returned for failure investigation . According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process for the part number reported. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. According with this investigation, there is not enough information provided from customer like pictures of original packaging. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lids). All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported 5 bd¿ sharps collectors were missing their lids. The following information was provided by the initial reporter: "customer states they did not receive the lids that are supposed to come with this item."